Manufacturer narrative:
On (B)(6) 2020, biosense webster inc. Received additional information about the event. It was indicated that a few millimeters of blood were lost when the dilator was removed. Air was sucked from the sheath when they tried to prepare the sheath for a flush. It was reported that it is possible air had entered to the patient¿s body; however, there¿s no indication that the patient exhibited any symptom or that any intervention was required. It was also reported that the pentaray catheter could not be introduced through the sheath, it was blocked few centimeters behind the valve. Then, they could not even introduce a guidewire through the sheath which already was in the left atrium (la). The sheath was replaced, and the issue resolved. Patient¿s hemodynamics was not compromised, and no interventions were required. Further follow up is to be conducted to confirm if air indeed entered to the patient¿s body. With the information available, this won¿t be considered a patient event but a product malfunction. Should more information become available, it will be reviewed and processed accordingly. Device evaluation details: on (B)(6) 2020, the bwi product analysis lab received the complaint device for evaluation and the evaluation has been completed. The device was visually inspected, and the hemostatic valve was missing from the sheath. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking blood but this cannot be determined since the hemostatic valve was not found. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device number, and no internal action related to the complaint was found during the review. The customer complaint was confirmed since the damage found is related to the reported issues. It seems to be related to the incorrect introduction of the vessel dilator but this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) on 1/19/2021, it was noticed that the h4. Device manufacture date was inadvertently omitted from the 3500a supplemental (follow up # 1) MDR previously submitted. The date has now been added to that field.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) on 22-jan-2024, the h6. Investigation conclusions code was corrected from cause not established (d15) to unintended use error caused or contributed to event (d1102).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large a hemostatic valve separation occurred. It was reported that during a cardiac ablation procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was leaking. The sheath was replaced, and the issue resolved. No patient consequences were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly.